Event description:
During an endoscopy clipping procedure, the physician used a cook instinct endoscopic hemoclips. The clip was attached to the tissue site and the user heard a noise described as a "snap" and could not deploy/detach the clip from the deployment device. The handle lost control of the wire (drive wire disconnected from handle). The physician pulled the closed clip from the tissue site for removal. There was no allegation that further damage to the tissue occurred due to the removal of this clip. It is believed that the procedure was completed with another clip to finish the originally planned procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. Several attempts were made in an attempt to collect add'l info regarding pt impact. The complainant did not specify if the pt experienced any adverse effects due to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the following precaution - "if clip deployment device is used with endoscope in torqued for retroflexed position, clip deployment difficulties can occur". The instruction for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.